Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went on-site to evaluate the suspect device. The events log indicated a high output for 5 volts direct current (vdc) error. The fsr replaced the dc power supply assembly, ran the operational verification procedure and the user verification test. The fsr reported the unit is meeting manufacturer specifications and returned the suspect dc power supply to the failure analysis laboratory for further evaluation. The suspect dc power supply was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to damaged/misconnection of a capacitor located within the assembly (c401). This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable alarm. The customer reported no patient involvement is associated with the event.